Manufacturer narrative:
Continuation of d10: product ID: 97754, lot#/serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the circumstances that led to the zapping during recharge and longer recharging times was nothing, the issue occurred during normal charging. The patient was charging when all of a sudden they felt a zap. The patient had to remove the charger and turn it off. From the start they had a long charge time and not holding a charge and shutting off on its own. The patient's manufacturer representative helped the patient one time before and after the generator had more problems. After it had burned the patient and they could not use it for 8-9 days because they were waiting for a new antenna to charge. The generator could not be found by the charger. It took 2 days to get it charged and the patient reset it back to function as normal with their stim unit. The unit did not feel like it was as stable as it was. The patient felt uncomfortable with the generator in them.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pt got "zapped like a tesla coil" by the ins when the pt was charging. Pt states that since then, he has noticed longer recharging times for the ins. Pt reports it also takes a long time for the ins to charge up. Pt noted that it took him 1 1/2 days to recharge the ins and that his ins battery is depleted.